Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, the procedure was briefly stopped because the forceps were not working properly. The forceps would not open or move while attempting to obtain more specimens at the gastric site. The doctor removed the endoscope and biopsy forceps in tandem from the patient. The tip of the device was sticking out of the scope as they removed the scope from the patient. After removing the endoscope and forceps from the patient, it was noted that the clevis arms were sticking out more than normal and the jaws were locked. The physician used hemostats to manually force the forceps open. The sample was released and the forceps were removed from the scope. The case was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery twice on the event date. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. This pump is a baxter owned device and will not be repaired.